Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the scope connector was damaged with leakage and the video cable was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had an e315 scope error. There was no procedure involved with the event, and the reported phenomenon was discovered during reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed; however, it was presumed to have been due to user's handling of the device, leading to a device leak and water invasion of the device, which then led to an abnormality of electronic parts. From this a temporary display of the error message occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image" user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.